Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed with an unexpected restart. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The battery was removed and reinserted with no unexpected history pointers failed error, trace pointers are invalid error or unexpected restart noted during testing. The unit was also programmed and monitored for one day, no unexpected history pointers failed error, trace pointers are invalid error or unexpected restart noted. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.